Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high results for magnesium for eight (8) patient samples assayed with magnesium reagent on a unicel dxc 600 pro synchron chemistry analyzer. The erroneous magnesium results for the eight (8) patient samples were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the repeat magnesium results obtained for the eight (8) patient samples all recovered lower than the original results. Amended reports were generated and reported outside of the laboratory. Results from the other chemistry assays performed at the same time were not questioned by the customer. The customer reported that no other patient samples were impacted and there were no instrument errors noted. Magnesium quality control data provided by the customer exhibited imprecise results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the cc sample syringe was worn. The fse replaced the cc sample syringe and probe. In addition, the fse observed insufficient spray in the sample and reagent mixer wash cups. The fse cleaned the sample mixer wash cup and replaced the reagent mixer wash cup. The fse also cleaned both reagent mixer paddles. The fse verified all repairs per established procedures including performing a 20 point precision run and assaying quality control materials. All results were within established specifications.